Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose levels on (B)(6) 2018. The customer was admitted to emergency room with high blood glucose levels range from 22 mmol/l to 23 mmol/l. It was reported that the customer current blood glucose level was 5.2 mmol/l. Customer's blood glucose level went upto 30 mmol/l. Product will not return for analysis.